Manufacturer narrative:
The patient was born on an unspecified date in 1995. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to poor environment/source of water (no further detail). On the same day as onset, the patient was hospitalized for the event. The treatment and the patient outcome of the peritonitis were not reported. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Twenty three days after the onset date, the antibiotic treatment was discontinued and on the same date, the patient was recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.